Manufacturer narrative:
Continuation of concomitant products: product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2021. Explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2021. Explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI#: (B)(4).

Event description:
It was reported that patient had decreased pain relief so x ray was ordered, showed leads migrated. (B)(6) 2021 x ray ordered, showed migration of both leads. Lead revision scheduled (B)(6) 2021.